Manufacturer narrative:
Sections with additional information as of 22-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 184, 255, 185, 159 and 166 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 127 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2024 and open vial date is three weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 184 mg/dl date: (B)(6) 2023 time: 10:13 am 2 hrs. After meal result 2: 255 mg/dl date: (B)(6) 2023 time: 7:34 am fasting. Result 3: 185 mg/dl date: (B)(6) 2023 time: 8:39 am fasting. Result 4: 159 mg/dl date: (B)(6) 2026 time: 7:26 am fasting. Result 5: 166 mg/dl date: (B)(6) 2023 time: 10:15 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: customer contacted manufacturer on (B)(6) 2023 - customer stated that he had purchased new test strips and that the initial concern has been resolved.